Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, physician suspected externalized conductors. Lead was replaced on (B)(6) 2016. Patient was stable. Based on the review of diagnostic images provided to st. Jude medical, the conductors do not appear to be externalized.